Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Health professional additionally reported device was overfilled. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, white particles in the shell and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is no openings were observed on the device.

Event description:
Healthcare professional reported a right side deflation. Health professional additionally reported device was overfilled. Device has been explanted.